Manufacturer narrative:
Retainer ring - black. Insulin pump returned or alleged crack on back of pump on (B)(6) 2021. Insulin pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case on corner of belt clip rails, cracked case (battery tube), cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window. Crack on battery tube confirmed. Tested ok. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.